Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system control unit (scu), positioning sensor unit (psu), and the cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The cable was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The scu was returned to the manufacturer. Functional testing found that the component when connected to a known good psu the scu would not communicate, and the amber fault light would come on shortly after.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery for less than one hour. It was reported that the camera was cycling. The scu displayed an amber light on the left side of it when the camera was plugged and it was unable to connect to the ndi toolbox. When the camera cable was unplugged, the light turned green and the ndi toolbox showed that the scu was functioning. During this troubleshooting, the exterior cable was directly plugged into the scu. The behavior persisted even when the camera and external camera cable were replaced. The surgery was completed without navigation and there was no impact on patient outcome.